Event description:
Underwent renal artery balloon angioplasty via percutaneous rt common femoral approach 3 weeks prior to event. Had closure of arteriotomy using perclose device. Presented with tenderness in rt groin and cold blue leg consistent with acute limb ischemia. Taken to or for thrombectomy of rt common femoral artery. At time of surgery, noted to have a lot of inflammatory changes around closure site. Remains of perclose suture seen arising from anterior wall of common femoral artery. Arteriotomy closure site was plugged with thrombus. Had successful thrombectomy and goretex patch closure of common femoral artery. Postoperative course complicated by infection of patch - cultures; staph aureus - needing return to or for excision of infected patch, replacement with vein patch and gracilis muscle flap. Subsequent postoperative course complicated by renal failure. Event considered due to malfunction of perclose device +/- infection of suture of device.